Manufacturer narrative:
Pr # 1609236. On (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
The following information was received via email: it was reported that the instrument broke in the patient while performing a deep abdominoplasty case. Ch2006 broke at the lock box of the instrument. Was there any patient harm? No medical intervention required? X-ray to confirm no parts remaining. Was there any user harm? No no further information available.